Event description:
Lap gastric by pass procedure, slc55b was loaded and calibrated as expected. Firing sounded strange and pc displayed "replace dlu" message after incomplete firing. The dlu did not release automatically and was opened via remote which revealed (about 3) unformed staples toward the jaws of the instrument. Physical inspection of staples revealed proper staple formation.